Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis with a guide wire in the shaft of the catheter. The tip, inner/outer shaft and hub were microscopically and visually inspected. Inspection revealed a complete separation in the outer shaft located 6cm from the strain relief, and the inner shaft was damaged (stretched) approximately 3.5cm. Inspection of the remainder of the device, apart from the damage observed revealed no other damage or irregularities. The guide wire that was in the loaded in the shaft with the returned device was tested for functionality. While the guide wire could be advanced in the inner shaft, the wire could not be withdrawn. The inner shaft damage would not allow the wire to be withdrawn.

Event description:
It was reported that the device broke. A 130/20 renegade hi-flo kit was selected for use. During preparation, flushing was done in the hoop and the catheter. However, when the catheter and the wire was removed from the hoop, the catheter was fractured and exposed some of the braiding of the device. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the device broke. A 130/20 renegade hi-flo kit was selected for use. During preparation, flushing was done in the hoop and the catheter. However, when the catheter and the wire was removed from the hoop, the catheter was fractured and exposed some of the braiding of the device. The procedure was completed with another of the same device. No patient complications were reported.